Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor did not connect to the ilet, with the pump displaying ¿start sensor¿ and the user uncertain whether the code was input correctly, suggesting an incorrect or incomplete pairing attempt and potential wrong sensor type selection. No adverse clinical symptoms reported. Outcomes included no medical intervention or hospitalization. User support included guided troubleshooting and education on the sensor pairing process, confirmation that the pump entered sensor mode, verification that the sensor was not paired to any other device, and review of alarm history. Investigation of this case revealed a use-related pairing issue consistent with incorrect pairing code entry or attempting to pair the wrong sensor type, with no evidence of device hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during the sensor pairing process.